Event description:
A surgical technican reported that a mark was noted on the intraocular lens (iol) after implantation. The surgical incision was enlarged to facilitate replacement of the iol. Additional information has been requested.